Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a staple line on the tissue and bleeding can be seen on it. However, due to tissue on staples line proper/improper form of staples cannot be determined. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that on the second firing of a lgs which was green without seam guard appeared to misfire. The surgeon did not use the reverse button and opened the jaws in the normal way. One pic available - see attachment. The surgeon over sowed the staple line. Both the reload gst60g #624a69 and the gun plee60a #x94d8w were discarded. No buttress was used on the first and second firings. The same gun and reload codes were used to complete the sleeve.